Event description:
It was reported that the patient with this right atrial (ra) lead was throwing up and was put on the left side quickly after implant. It was then found that the ra lead had dislodged, which was confirmed through x-ray. The ra lead was then revised and remains in service. No additional adverse patient effects were reported.